Manufacturer narrative:
Device evaluation: customer's focus knob functioned as designed, but a visual inspection observed contamination on the front lens window. Contamination on the front lens window is consistent with the customer's blurry image complaint. An attempt was made to clean the outside lens window which removed most of the contamination, but there were still minor streaks remaining. This will require disassembly and a full lens cleaning. The camera passed water test, so the minor internal streaks must be from manufacturing, however, the front lens window is likely from the customer's camera processing methods. The customer's cable card edge does show signs of wear and contamination, which further suggests improper sterilization. For these reasons, a cable replacement is recommended. The customer should review their handling processing methods to ensure they are following approved karl storz protocols. The customer's reported complaint of will not focus was not duplicated. However, the blurry issue suggests improper sterilization process the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the image is blurry and will not focus. The procedure was completed successfully with a back-up device and a 5 min delay. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).